Manufacturer narrative:
The device was returned to olympus for inspection. Additional information: g2, h3, h4, h6. The investigation has been completed, and the event of no image reported by the customer was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during device service maintenance by the customer, the image on the videoscope device did not display, with a disconnection. There were no reports of patient involvement.